Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose level of 33 mmol/l. Customer's other blood glucose value was 19.1 mmol/l. The customer was treated with manual injections. The customer alleged that the insulin pump was under delivering insulin. The insulin pump passed the high pressure test. Troubleshooting was performed for high blood glucose. The reservoir will not be returned for the analysis.